Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported by the customer to health canada that "patient developed a catastrophic wear of the trunnion of the femoral implant which led to a fracture. Patient underwent a left hip revision arthroplasty."

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported by the customer to health canada that "patient developed a catastrophic wear of the trunnion of the femoral implant which led to a fracture. Patient underwent a left hip revision arthroplasty."